Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature report reported that after a glaucoma shunt implant surgery, a patient experienced low intraocular pressures in both eyes and visual fluctuations. The first few days after surgery the intraocular pressure was five to six (5-6 mmhg). Bilateral macular edema was observed. Five months after the surgery the macular edema resolved with a shortening of the axial length. The patient had a history of refractive intraocular lenses implanted (1998) in both eyes. The lenses were removed when the patient developed cataracts in 2011 and a mono focal lens was implanted in both eyes. This record is for the patients right eye. Significant hyperopic shift in a patient with extreme myopia following severe hypotonia caused by glaucoma filtering surgery. European journal of ophthalmology, 2019. Vol 29(I) np6-np9. Additional information has been requested.

Event description:
New information received from the customer stating the event was not caused by the company product.

Manufacturer narrative:
Additional information provided in event, device evaluated by MFR. Due to the new information received, this is not a complaint and this record will be closed canceled. No further reports will be sent. The manufacturer internal reference number is: (B)(4).